Event description:
It was reported through remote transmission that low, out of range hv lead impedance was observed. A lead revision was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.